Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was going to be seeing their physician regarding their implantable neurostimulator (ins) soon because it was starting to go bad on him." The patient didn't specify if the device was having issues or if it was just needing to be reprogrammed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.